Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.